Event description:
It was reported that during insertion through the hemostatic valve, the distal tip of the xience pro (4.0 x 12 mm) stent delivery system catheter separated into two pieces. Another xience pro device was used successfully. No adverse patient effects were reported. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Xience xpedition is currently not commercially available in the us.